Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 598mg/dl. The customer stated that he felt chest pain, extreme thirst, and frequent urination. Troubleshooting was performed. The customer stated that none of the programming on the insulin pump has been changed recently. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.